Manufacturer narrative:
Complaint conclusion:  the balloon of a 4x20mm saber pta catheter ruptured at its nominal pressure. Therefore, the balloon catheter was replaced with a new saber pta catheter of the same size. The procedure finished successfully. There was no reported patient injury. The product was clinically used. The patient¿s information was unknown. The target lesion was the right superficial femoral artery to the popliteal artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. A percutaneous peripheral intervention (ppi) was performed. There was no difficulty removing the saber from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. An ipsilateral antegrade approach was made with a 6f 23cm guiding sheath and a non-cordis guide wire and they crossed the lesion. It I unknown if the guidewire advanced to the lesion without difficulty. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, the saber balloon ruptured at nominal pressure. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture.  It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece).   A non-sterile saber rx4mm2cm155 catheter was received for analysis coiled inside a plastic bag. The balloon was received deflated. Per visual analysis, no anomalies were observed in the returned device. Leak test was performed. A .018¿ lab sample guide wire was inserted via tip through the unit. Then, water was applied to the catheter and balloon successfully inflated. No anomalies found. A device history record (DHR) review of lot 17331353 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. Based on the limited information reported, the exact cause of the reported event could not be determined. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was received for analysis and report was updated accordingly.  However, the engineering report is not yet available, but it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available to be returned for analysis, however, it has not yet been received. A device history record (DHR) and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 4x20mm saber pta catheter ruptured at its nominal pressure. Therefore, the balloon catheter was replaced with a new saber pta catheter of the same size. The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis. The patient¿s information was unknown. The target lesion was the right superficial femoral artery to the popliteal artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. A percutaneous peripheral intervention (ppi) was performed. There was no difficulty removing the saber from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. An ipsilateral antegrade approach was made with a 6f 23cm guiding sheath and a non-cordis guide wire and they crossed the lesion. It I unknown if the guidewire advanced to the lesion without difficulty. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, the saber balloon ruptured at nominal pressure. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece).